Manufacturer narrative:
Visual inspection of the returned products identified a bottom portion of the fractured screw . The implants signs of usage around the external threads and the collar. The platforms and the drive feature had significant wear and discoloration. There was presence of bone residue around the external threads and dried blood in the drive feature. Therefore, based on the evaluation, the implant had no evidence of any malfunction. However, the device malfunction (screw fracture) had occurred and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: date of this report. Date received by manufacturer. Follow-up number. Follow up type. Device evaluated by manufacturer: change "no" to "yes." Evaluation codes. Additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unknown healing abutment screw fractured in the implant. It was also reported that they were able to place another one in the same surgery.